Manufacturer narrative:
The device has been returned and evaluated by product analysis on 28-dec-2017 with the following findings: a review of the black box history showed multiple call service 087 alarms. The issue was duplicated during rewind. The call service 069 failure was written to the black box as a call service 087 failure. Investigation revealed that a language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the battery compartment was cracked from the case seal to the grip pad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service 069 alarm was emitted. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.